Manufacturer narrative:
A ge rep evaluated the system, and calibrated the collimator. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the system is displaying a collimator iris potentiometer error. No pt injury was reported.